Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, in stent restenosis and thrombosis occurred. (B)(6) 2013: a 3.5 x 12mm promus premier stent was implanted in the left anterior descending artery (lad). Three days later the physician identified thrombus at the previously placed stent. The instent restenosis or thrombus was pre dilated and a 3.5 x 38mm non bsc stent was implanted in the lesion. The patient status was fine and was discharged eight days later.